Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The device was received for evaluation. Visual examination confirmed low density polyethylene ldpe residue on the edge of the posterior lateral condyle and the posterior aspect of the cam. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the polyethylene bag adhered to the femoral component during surgery.